Manufacturer narrative:
Citation: mccarthy fh. Effect of clinical trial experience on transcatheter aortic valve replacement outcomes. Circ cardiovasc interv. 2015 sep;8(9):e002234. Doi: 10.1161/circinterventions.114.002234 earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature effect of clinical trial experience on transcatheter aortic valve replacement outcomes. All data were collected from multiple centers between 2011 and 2012. The study population included 5009 patients (predominantly male; mean age 84 years), an unspecified number of which were implanted with medtronic corevalve (serial numbers not provided). Among all patients in-hospital and 30-day mortality occurred due to unspecified causes. Based on the available information, none of the deaths were attributed to medtronic product. Among all patients adverse events included: pacemaker implantation, acute myocardial infarction, congestive heart failure, and stroke. Multiple manufacturers were noted in the literature; based on the available information a direct correlation could not be made between the observed adverse events and medtronic product. No additional adverse patient effects were reported.